Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was damaged and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: there was one pump reboot event observed after a replace battery alarm in the black box. The battery compartment was found to be cracked. The battery cap had stripped threads and was unable to attach to the pump. The pump reboot events were observed in the black box. A test battery cap was able to attach to the pump and complete a 24 hour duration test with no power issues. There was no evidence of internal moisture contamination. The audio bolus button was damaged but still responsive.